Event description:
On (B)(6) 2011, the osvii low profile (909702p) was implanted to prevent any significant hydrocephalus from forming. The patient initially did well and was followed as an outpatient. It was reported that the patient was stable neurologically but the patient appeared to be more lethargic, a little more "headachy," and was uncomfortable. The patient had a repeat study which revealed a decrease in the size of the ventricles. However, she had developed subdural fluid collections, which were more likely hygromas. The patient had another follow up prior to going back to surgery which revealed the ventricles to be even smaller. The physician felt the drain was draining too much and the patient developed the bilateral subdural fluid collections. On (B)(6) 2011, the osvii low profile was explanted and the physician placed a different programmable shunt valve. Since then, the patient was reported to be doing well clinically and did not develop any deficits. However, the patient did appear to be more fatigued and was having more pressure sensations in her head. The patient still has occasional discomfort but was more alert and active. The valve was set to a higher pressure and recent scans have shown some fluid collections still. It has also shown larger ventricles, although they are still not hydrocephalic as when the patient came in initially.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.